Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a yellow bio-hazard bag. Upon return, the super arrow-flex (saf) sheath was noted on the returned iabc; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The supplied data-scope inflation driveline tubing was noted connected to the short driveline tubing; no damage or abnormalities were noted to the data-scope inflation driveline tubing. The bladder was fully unwrapped. A kink to the iabc cen-tral lumen was noted at approximately 75.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No other damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0070in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 75.2cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "upper part of the balloon fails to dilate adequately" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported that "implantation of an aortic balloon reveals that the upper part of the balloon fails to dilate adequately". Additional information received states that there was no patient harm or injury. The patient status is reported as "fine". The issue was resolved by inserting a new catheter at the same insertion site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "implantation of an aortic balloon reveals that the upper part of the balloon fails to dilate adequately". Additional information received states that there was no patient harm or injury. The patient status is reported as "fine". The issue was resolved by inserting a new catheter at the same insertion site.